Event description:
It was reported that a 47-year-old caucasian female patient underwent a primary breast augmentation with a 550cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade iii capsular contracture of the right breast, which was confirmed during a physical exam. At the time of this report, mentor has not received information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 08, 2023, mentor received additional information. Mentor became aware that the patient was diagnosed with polymyalgia rheumatica. The patient received a positive result an ana test and experienced declining health, severe fatigue, joint pain, muscle weakness, dry eyes, bladder incontinence, sweat smelling of onions, food intolerance, weight gain, hair loss, syncope, pulsatile tinnitis. A new file was generated to document the patient's left implant and the incidence of autoimmune disorder. Refer to manufacturing report number 1645337-2023-07586 for the contralateral event. Manufacturer¿s reference number: (B)(4).